Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The device kept alarming a no delivery. The customer had not reported the symptoms. The customer was treated with manual injection and insulin pens. Customer's blood glucose value was 330 mg/dl at time of incident. Customer's current blood glucose value was 600 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer report that they do not allege the insulin pump was under delivering. The device was not returned for analysis.